Event description:
The pt was admitted to the hospital for common and internal carotid stenting on the left side. The pt started to have difficulty speaking with slurred speech and difficulty producing words in addition to right-sided weakness involving the right face, arm and leg that evening (post-op). The pt was transferred to ICU. At this time the pt still had right-sided weakness involving the face, arm, and leg in addition to mild difficulty with speech but could understand all commands and could produce speech. The pt has difficulty naming small objects.

Event description:
A CT exam impression was of an evolving deep central infarct of the left cerebral hemisphere. The patient was diagnosed with a stroke.